Manufacturer narrative:
(B)(4).

Event description:
It was reported inappropriate antitachycardia pacing and hv therapy during a vf episode due to noise. Lead was capped and replaced on (B)(6) 2016. The patient condition during and after the event was fine.